Event description:
A patient with an aneurysm filled with fenestrated evar was being treated with smm plugs after placing the evar graft. While deploying the imp-fx-12 devices, it was noticed that some plugs had gone into the common iliac arteries. It was confirmed via intravascular ultrasound (ivus) that the plugs were within the lumen of the endograft. The endograft was relined with iliac extensions up to the renal arteries which jailed the plugs in the lumen. Two imp-fx-12 devices were noted in each internal iliac artery for a total of four implants. Insertion of an endograft extension within the original graft effectively 'jailed' the plugs between the original graft and endograft extension.

Manufacturer narrative:
The manufacturing documentation for the lot associated with this incident could not be reviewed since the lot number was not provided. A benchtop investigation was not performed since the devices were implanted in the patient and could not be returned to shape memory medical. Based on shape memory medical's review of received information, the root cause for the unintended delivery of plugs to the lumen of the endograft is possibly due to the procedure where it was reported that the guidewire was unintentionally caught between the outside of the main body and the inside of the fenestrated endograft. Since the guidewire was placed in the unintended location, misdelivery of the plugs occurred, thereby requiring an endograft extension to jail the plugs. Without additional information, a root cause cannot be definitively confirmed. There was no device malfunction reported and guidewire used during the procedure is not manufactured by smm. The procedure was otherwise completed without incident and no serious adverse event to the patient was reported. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical complaint reference number: (B)(4).